Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was chronic low back pain and spinal pain. The date of the event was unknown. It was reported the pump broke several years ago. No symptoms were reported. No further complications were reported.